Event description:
It was reported that an es2 integrated blade polyaxial screw was found fractured at the tab and disengaged intra-operatively during a planned revision for extension.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. A review of the device history was performed and no relevant manufacturing issues were identified as all units met stryker specifications. A review of complaint history records was performed, and no similar complaints were identified. Per surgical technique: insert the rod percutaneously from either the most cephalad or caudal screw through the blades. Guide the rod through each pair of blades. Important note: do not mallet the rod inserter. Note: the opening of the ring at the most cephalad screw should be oriented in the cephalad direction and the opening of the ring at the most caudal screw should be oriented in the caudal direction. The rod is to be inserted from the open side of the ring. Note: ensure that the rod overhangs the last screw head to allow for secure fixation. Also, the hex end of the rod should not be within the first screw head. Note: the positioning of the rod between the blades can be visualized directly or with fluoroscopic imaging or using the rod length/passage indicator. It was reported that the doctor noted that poor bone quality and excessive force could have led to screw migration. Most likely the event occurred due to excess cantilever or torsional force applied during rod placement/adjustment due to poor bone quality of patient.

Manufacturer narrative:
Device disposed.

Event description:
It was reported that an es2 integrated blade polyaxial screw was found fractured at the tab and disengaged intra-operatively during a planned revision for extension.